Manufacturer narrative:
The excor blood pump, s/n (B)(4), is in use on the patient since (B)(6) 2022 and as of (B)(6) 2023 patient still on the device (186 days). We have reviewed the production records of the excor blood pump s/n 2021795. This pump was produced according to our specification.

Event description:
The site contacted clinical affairs on (B)(6) 2023 to discuss increased graphite on the air chamber side of the blood pump. The site also mentioned there were "soft squeaks" in the pump, but nothing of great concern to them. The site also reported that patient does have increasing ldh levels, 1992 as of (B)(6) 2023. Acceptable upper range for the site is 575. Clinical affairs sent a photo of the pump with graphite sent by the site to berlin heart gmbh for review. Berlin heart gmbh recommended upsizing the pump, however, immediate changeout is not necessary.